Event description:
It was reported the pt experienced a 'branding' type pain at the ipg pocket site with stimulation on or off. The pain diminished after icing the area, but is experiencing soreness and tenderness at the site. The pt has lost weight making the ipg more superficial. Follow-up revealed the physician feels the ipg may be pushing on a nerve or anatomical structure, due to the weight loss, and is causing the pain. Pt will be monitored; if it worsens surgical intervention will be taken.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.